Event description:
Customer reported when exposing you, only see a black silhouette of two half circles and a black line in the middle. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect and high voltage cables. System operates as intended.